Event description:
The reporter stated that the chamber had been on for some time and seemed to be working well. Visual checks were being done every hour. Nurse's attention was drawn to the humidifer when it alarmed for high temperature. She noticed the bag of water was almost empty. She changed the bag and hung it above the humidifier. The high pressure alarm was then activated on the ventilator. She noticed that the chamber had overfilled sending water up the ventilator. The patient then aspirated. Patient was removed from the ventilator, bagged and suctioned where lots of water was removed from them. Patient has since expired however not as a direct result of this incident.